Manufacturer narrative:
(B)(4). One (1) mmsi final tightener ¿ x25 driver [product code: 2797-12-600, lot no: gm3771406] was returned to the customer quality unit (cqu) for evaluation. Visual examination revealed that the hexlobes on the x-25 driver distal tip had become stripped. Also, the observed damage notes that it is in the direction of tightening. This damage is consistent with a driver that was subjected to unanticipated torsional forces during the tightening process, resulting in the distal tip of the driver becoming stripped. In addition to fracture analysis, a hardness test was performed on the part. The results from the hardness test showed that the average was within the specified hardness range. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A definitive root cause for the x25 final tightener¿s distal tip becoming stripped cannot be positively determined. However, the observed damage is localized to the distal tip of the tightener drive feature suggesting that this driver was subjected to unanticipated torsional forces during the tightening process, resulting in the distal tip becoming stripped. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This instrument was used during final tightening. The tip of the driver got stripped as the surgeon was tightening the set screws.